Manufacturer narrative:
Concomitant products: 4598 lead implanted:(B)(6) 2015; dtba2qq crt-d implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The lead remains in use. No patient complications have been reported as a result of this event.